Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-09032, related manufacturer reference number: 2017865-2021-09034. The system was explanted for unspecified reasons. No further information is available.